Event description:
It was reported the pt lost therapy after falling. An impedance check revealed all invalid contacts. In turn, the pt underwent surgical intervention. During the procedure, the lead was found to be fractured. As a result, the lead was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.